Event description:
It was reported that the patient presented during clinical follow-up. The high voltage pacing system was explanted due to positive blood cultures. The patient was in stable condition.